Event description:
It was reported that the physician attempted 3 different leads in the left ventricle (lv), but was unable to position them due to patient anatomy. It was further reported that the patient "will receive epicardial lv lead in the future." No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the three leads is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): primary analysis finding: no anomalies were found. Blood/body fluid was present on the distal conductor. The full lead was returned and analyzed. (B)(4) primary analysis finding: no anomalies were found. Blood/body fluid was present on the distal conductor. The full lead was returned and analyzed. (B)(4) primary analysis finding: no anomalies were found. Blood/body fluid was present on the distal conductor. The full lead was returned and analyzed.

Event description:
It was reported that the physician attempted three different leads in the lv, but was unable to position them due to patient anatomy. It was further reported that the patient "will receive epicardial lv lead in the future." No further patient complications reported as a result of this event.